Manufacturer narrative:
The customer requested service to troubleshoot the issue. The abbott field service representative (fsr) performed significant troubleshooting on a prior visit. This ticket identifies an obstructed mix wash cup as the likely cause of the issue. There have been no additional erratic results reported on c803579 since the fsr removed the obstruction from the mix wash cup. A service ticket review for c803579 revealed no additional occurrences of erratic magnesium results, nor did it identify any additional service or complaint issues that may have contributed to this issue. A review of historical data revealed no systemic issue or adverse trends associated with the wash cup. A review of labeling concluded that the issue is sufficiently addressed. The issue was resolved by the field service representative through standard troubleshooting procedures which includes cleaning the mixer wash cup. A malfunction of the mixer wash cup was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site. A systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that discrepant architect magnesium results were generated for two patient samples. Patient 1: initial result of 7.0 mg/dl retested at 1.8 mg/dl on the same architect analyzer and 2.0 mg/dl on a different architect analyzer. Patient 2: initial result of 0.8 mg/dl retested at 2.1 mg/dl on the same architect analyzer and 2.0 mg/dl on a different architect analyzer. No adverse impact to patient management was reported.